Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported thrombus (blood clot) was likely a result of case specific circumstances, as the patients activated clotting time (act)was below 200 at the time the clot was observed. The reported treatment with medication was a result of case specific circumstances, as heparin was given and the act was above 250. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc), a clot was observed in the hemostasis valve which required treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted. During preparation of the second clip delivery system (cds), thrombus was observed in the hemostasis valve of the steerable guiding catheter (sgc). The activated clotting time (act) was checked and was below 200. The sgc was removed and replaced to ensure the clot would not move distally. Heparin was given and the act was above 250. A new sgc was used to complete the procedure. Two clips were implanted, reducing the mr to 1+. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.